Event description:
Stryker devices implanted during primary surgery were revised on (B)(6) 2012 for unknown reasons.

Manufacturer narrative:
An event regarding revision involving a secur-fit max stem was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Stryker devices implanted during primary surgery were revised on (B)(6) 2012 for unknown reasons.

Manufacturer narrative:
The following other devices were also listed in this report: delta c-taper head 36mm +0; cat# 18-3600; lot# 14113301, trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# tv0mea, trident hemispherical solid bk 56mm; cat# 500-01-56f; lot# 12670001a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.